Event description:
It was reported that forward firing occurred after 9:05 minutes and 91,584 joules of use. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap was rotating independently of the metal cap, indicating a glue failure. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. It is probable that the moderate debris adhesion identified on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on the analysis result and information available, there was no information to reasonably suggest that glue failure could potentially cause or contribute to a death or serious injury if the malfunction were to reoccur, and the procedure was completed without patient complications. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing.

Event description:
It was reported that forward firing occurred after 9:05 minutes and 91,584 joules of use. The procedure was completed using another fiber without patient complications.